Event description:
Allegedly the component was opened prior to incision and there was no dilute present in the vial. The surgery was aborted and the patient was taken to recovery as the surgeon did not want to perform the surgery without it.

Manufacturer narrative:
This is a reportable malfunction. Investigation is not complete. Trends will be evaluated. The user facility advises this event did not meet the definition of a reportable event; therefore, no medwatch 3500a will be filed. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn complaint reviewed and analysis showed no trend for (B)(4) lot no: 1403668. Device history record reviewed. Product not returned. (B)(4) - undetermined.